Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary duct on (B)(6) 201. According to the complainant, during the procedure, the gauge needle of the device would not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1184 captures the reportable issue of the gauge reading inaccurately. Block h10: investigation results a visual examination of the returned complaint device revealed that the device did not have any damages. The gauge needle was at 0 atm when received. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water until it reached to 10 atm for 30 seconds; there was no leak observed and the needle of the gauge was reading accurately as it reached to 10 atm without problem. The device was able to hold the pressure. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary duct on (B)(6) 2019. According to the complainant, during the procedure, the gauge needle of the device would not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.